Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced significant reduction in iridocorneal angles and angle closure. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. The cause of the event was unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6: 4581-significant reduction of iridocorneal angles. H6 - work order search: no additional similar complaint within associated lots was found. Claim# (B)(4).